Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery below the knee. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, on the first inflation until it reached 6 atmospheres, the balloon ruptured. The device was removed without any problem and replaced for a different model to complete the procedure. No complications reported, and patient status was good.